Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture was noted on the left ventricular (lv) lead. X-ray imaging was conducted and revealed lv lead dislodgement. During revision procedure, an abbott introducer was used initially but was unable to advance to the myocardium due to multiple leads already in the superior vena cava. A non-abbott coronary tube was then used but it caused a venous perforation. The procedure was abandoned and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.